Event description:
It was reported an asymptomatic pacemaker dependent patient presented in the clinic after receiving a vibratory alert for non-sustained vt and lead noise episodes due to myopotential oversensing. Device was reprogrammed and patient will be monitored.